Manufacturer narrative:
(B)(4)

Event description:
New information received: low impedance was observed on the rv lead. Patient is pacemaker dependent. Lead was capped and a new lead was implanted on (B)(6) 2016. Patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission noise was observed on the right ventricular lead. The lead has a history of noise; even after programing changes were made. The patient was an asymptomatic. Noise could not be reproduced in bipolar or unipolar. Programing changes were made. The patient will continue to be monitored.